Event description:
It was reported that the customer was hospitalized with low blood glucose in the 20 to 29 mg/dl range. She was treated at the hospital with glucose. Customer believed she had been getting too much insulin from the insulin pump while on antibiotics because they adjusted it. Customer's blood glucose at time of reporting had been as low as 35 mg/dl, but went up to 105 mg/dl she had treated with juice. The insulin pump had been exposed to magnetic resonance imaging. The displacement test was performed and passed. Customer checked her blood glucose again, which was at 60 mg/dl. She was advised to do something to make sure her blood glucose would not continue to drop. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.